Event description:
The doctor said he felt the stent loose, but tried to put it into the sheath anyway, as the stent was going up into the sheath it became dislodged and was able to be brought out through the sheath. No harm was done to the pt.

Manufacturer narrative:
As the catheter was not returned a proper investigation cannot be conducted. We have not been able to determine any fault due to manufacturing. With no additional procedural details, the catheter in question or the introducer sheath used in the case it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.